Event description:
It was reported that stimulation was intermittent (turning off then on intermittently) and the patient was experiencing lightheadedness. The patient described the sensation as a "whoosh in my head" that happened when stim turned on/off and had occurred once or twice a month for the past couple of months. There was no known accident or incident related to this issue. The manufacturer's representative met with the patient. Additional information received noted that further programming was not performed. Impedances were checked in multiple positions (i.e. Sitting, standing), which were within normal range. A hand-written diary from the patient of when event occurred and the 8840 application card were obtained and were to be evaluated. Further surgical intervention had not been recommended at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model # 3777-45 lot # v523263001 implanted (B)(6) 2010 explanted n/a; extension model # 3708140 lot # njb082354v implanted (B)(6) 2010 explanted n/a; adaptor model # 37092 lot # 253500001 implanted (B)(6) 2010 explanted n/a; extension model # 3708140 lot # njb076351v implanted (B)(6) 2010 explanted n/a; lead model # 3777-45 lot # v459292019 implanted (B)(6) 2010 explanted n/a; recharger model # 37752 lot # nka143245n; programmer model # 37743 lot # nke149458n.